Manufacturer narrative:
Approximate age of device ¿ 2 years and 6 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that an lvad fault alarm occurred, confirmed via the system controller log file. The lvad fault alarm had occurred once with no other alarms. The patient is being monitored. No adverse consequences to the patient reported. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: review of the submitted log files confirmed pump stops that appeared consistent with an esd event; however, a specific cause could not conclusively be determined through this evaluation. The system controller log file captured several transient esd events beginning on 02dec2018 at 0:14:50. The esd events, however, did not trigger any alarms. Additionally, transient pi events were also observed, resulting in momentary decreases in speed per design. Also, the lvad event log file captured a software reset on 30nov2018 at 21:42:39, suggesting that the stop was consistent with a previous electrostatic discharge (esd) event. The remainder of the log file data prior to and following the pump stoppage event showed the pump operating normally at the stored patient speed with no atypical alarms or controller fault flags captured. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU and patient handbook provides information regarding an electrostatic discharge and warns to avoid activities that could create static electricity. A corrective and preventive action (CAPA) has been opened to investigate identified incidences of a momentary system stop. No further information was provided. The manufacturer is closing the file on this event.